Event description:
It was reported the patient passed through a theft device that switched off his implantable neurostimulator for a few days. The patient turned his device on using the patient programmer prior to his 6-month follow up appointment. The device stimulated after interrogation. The session detailed the device had 2765 hours used, 93% of the device, since the patient¿s previous follow up on (B)(6)2010. Impedance tests showed they were in normal range. Patient was fine.

Manufacturer narrative:
(B)(4)